Manufacturer narrative:
Reported event of side car - rx pushback. Visual evaluation of the returned device found residues indicating use and handling. The side car-rx presented pushback out of specification. Functional evaluation found the guidewire can be loaded and unloaded on the side car-rx without issues. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The review of the device history record (DHR) was performed and no anomalies were found. A search of the database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a distal cbd stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the side car-rx (guidewire lumen) was torn upon inserting through the working channel of the scope. Due to the device condition, the physician was unable to access the location of the stone. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.